Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported additional information was received that the ra lead was surgically abandoned ((B)(6) 2013) due to continued low impedance measurements of 280 ohms and oversensing of noise. A new ra lead was successfully implanted. No additional adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 6 months. On (B)(6) 2013, the customer reported that the right atrial (ra) lead has chronic low pacing impedance of 280 ohms with low p-wave amplitudes of 0.2-3.0 mv. Intermittent atrial undersensing along with a few inappropriate atrial tachy response (atr) events due to noise or myopotential oversensing were noted in the logbook. In unipolar configuration, the ra lead impedance measurement was 310 ohms. The physician opted to keep the lead set to bipolar configuration and is considering a possible revision procedure. No adverse patient effects were reported. The device remains actively implanted for approximately 11 years.